Event description:
Event description cpi received information that during a normal battery replacement of an implantable cardioverter defibrillator (ICD), testing noted a shorted condition in the shocking portion of the endotak transvenous defibrillation lead. The lead was capped and replaced.